Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the site of connection to the IV set. This resulted in the delay of care by having to check connections and reconnect. There was no patient harm.

Event description:
The customer reported a leak at the site of connection to the IV set. This resulted in the delay of care by having to check connections and reconnect. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the site of the connection to the IV set was confirmed per pictures provided by the customer showing leaks from the syringe male luer to the nac zero connection and also from a standalone male luer to the nac zero connection. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the site of connection to the IV set. This resulted in the delay of care by having to check connections and reconnect. There was no patient harm.